Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 05/28/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, this hyperglycemic event was likely caused by a failed infusion set. However, without device data from the reported event period, the performance of the device during the event cannot be evaluated and the cause of the event cannot be determined.

Event description:
On 6/24/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/22/24. The user reported changing their infusion set on the evening of 6/21/24. Upon waking on 6/22/24, they found their blood glucose levels were extremely high (1500 mg/dl) and experienced symptoms of nausea, vomiting, and dizziness. Upon inspecting the infusion set, they discovered that the cannula was bent in half. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user, who resides in a nursing home, had the nursing staff call emts. The emts transported the user to the hospital, where they were diagnosed with dka and received IV insulin and insulin drip treatment. The user was hospitalized for four days and has since returned to the nursing home. The user is currently off the ilet and plans to consult their doctor in (B)(6) before resuming use.